Manufacturer narrative:
Medtronic received additional information that the reason for replacement was severe aortic insufficiency. It was also noted that the patient was in new york heart association (nyha) class iii heart failure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 15 years and 7 months post implant of this aortic bioprosthetic valve, a transcatheter valve was implanted valve-in-valve. The reason for intervention was not reported. No additional adverse patient effects were reported.